Manufacturer narrative:
Medical device expiration date: unknown. Results: bd received samples from the customer facility for investigation. The samples were evaluated with simulated use of rubber sleeve and the customer's indicated failure mode for rubber sleeve not recovering with the incident lot was not observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for rubber sleeve not recovering was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that the rubber sleeve of the bd vacutainer® wingset button blood collection set could not recover during blood withdrawal of sample and caused blood leakage. No serious injury or medical intervention reported.